Manufacturer narrative:
A2. Age at time of event: above 18 years and older. Device evaluated by MFR.: a synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal end struts misaligned. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.50x18mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified distal left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with 2.00x12 non-bsc balloon catheter. Following pre-dilation, a 2.50 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Another 2.50x15mm wolverine balloon catheter was used for pre-dilation but the stent was still unable to cross the lesion. The device was removed and some struts were found to be deformed. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event - above (B)(6) years and older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.50x18mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified distal left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with 2.00x12 non-bsc balloon catheter. Following pre-dilation, a 2.50 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Another 2.50x15mm wolverine balloon catheter was used for pre-dilation but the stent was still unable to cross the lesion. The device was removed and some struts were found to be deformed. The procedure was completed with a different device. No patient complications were reported and patient status was stable.